Event description:
This is a report of overinfusion on channel c found during accuracy testing, performed in the product analysis lab. The pumphead module will be replaced. There was no patient involvement.

Manufacturer narrative:
Overinfusion on channel c was found during accuracy testing in the baxter product analysis lab. The pumphead module will be replaced.